Manufacturer narrative:
On 07-mar-2025 customer alleged received change sensor/bad sensor, sensor glucose vs. Blood glucose and cal error/calibration not accepted. Following our receipt of a returned used sensor a visual inspection was performed and checked for physical damage and none were found (no microscope). Performed continuity resistance test to verify electrical interruption (open trace) in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isig readings but failed eis 1024 hz. Placed sensor under the microscope and found delamination damage on the reference electrode. See attached file for results. In summary, the customer complaint of unexpected sensor alerts were not confirmed, however sensor failed eis1024 hz. Found damaged sensor as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, difference in sensor glucose and blood glucose readings and the insulin delivery was suspended. The customer was also received change sensor and calibration not accepted alerts. The customer reported blood glucose was 50 mg/dl and sensor glucose value were 170 mg/dl at the time of incident. The event involved product(s) mmt-7040a. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values was beyond 30% limit which is not within range. Troubleshooting was performed for sensor alerts and customer was advised to replace the sensor. No further patient complications were reported. The customer discontinue use of the device. Mmt-7040a is requested and customer response was device returned for analysis.